Event description:
Boston scientific received information that this right ventricular lead displayed loss of ventricular capture. When the device was interrogated, pacing impedances were noted to be greater than 2500 ohms in both unipolar and bipolar configurations. Sensing and r-wave measurements were noted to be normal. The patient was brought in for an invasive revision procedure where a lead issue was identified. The lead appeared to have an insulation tear. The lead was capped and a new lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.